Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a video assisted thoracoscopy, the device clamped onto the tissue but could not be fired. To complete the procedure, a new device was used. No patient injury or extension in surgical time.